Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
It was reported the high frequency electrosurgical unit received an e433 error. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (telephone number was missing in initial medwatch) and g2 (unmark health professional). Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of error message e433 was confirmed. Based on the results of the investigation, it is likely that the error message e433 occurred due to defective high voltage power supply board. However, a root cause could not be identified. Olympus will continue to monitor field performance for this device.